Manufacturer narrative:
There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. Per the instructions for use, valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment per the instructions for use, central regurgitation and non-structural dysfunction (in this case, non-functioning leaflet) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. In this case, per post procedural discussion, the cause for the "torrential central ai" and the leaflets of the valve "not moving" was due to difficulty re-crossing the initial sapien 3 valve with the wire and the delivery system for post dilation prior to implanting the 2nd valve. In addition, per report, procedural ¿mechanical¿ factors (1st valve caught on 2nd during implant) likely contributed to the embolization of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
After a successful implant of a 23mm sapien 3 valve in the aortic position (80:20 a/v), an echo (tee) noted mild paravalvular leak (pvl). Upon review of an aortogram, it was decided that there was a ¿little bit more than mild¿ pvl and a successful post dilation was performed with an additional 1cc. The patient¿s blood pressure was in the 40¿s mmhg with mean arterial pressure in the 20-30¿s. An echo (tee) revealed that the right ventricle was ¿stunned/down¿. Resuscitation was initiated with ventricular fibrillation requiring multiple defibrillations (20-30) were performed. The coronaries were checked and the flow was patent. An echo (tee) revealed no effusion. It was noted that the patient's ppm was causing an r-on-t resulting in vf. The ppm was interrogated and the patient was placed on cardiopulmonary bypass (cpb) support. The patient's own rhythm returned and bp stabilized with medication on 3l of flow (minimum) on cpb. An echo (tee) noted that there was 'torrential central ai' and that the leaflets of the valve were 'not moving' and 'dense', they appeared to be "thrombosed". On fluoro it appeared the inflow portion of the stent was "damaged/curled", which may have been caused by CPR. A decision was made to proceed with implantation of a second valve. While advancing the second valve, the new valve caught onto the frame of the first valve and during procedural placement caused it to embolize into the aorta. The second valve was able to be inserted through the embolized valve (after multiple attempts) and was able to be deployed in the correct position. The embolized valve was then withdrawn and finally deployed in the descending aorta. Per post procedural discussion, the cause for the "torrential central ai" and the leaflets of the valve "not moving" was due to difficulty re-crossing the sapien 3 valve with the wire and the delivery system for post dilation prior to implanting the 2nd valve. In addition, the 1st valve embolized was procedural, while advancing the second valve, it got caught on the implanted valve, the valve was pulled back and the first valve embolized.